Event description:
It was alleged by the plaintiff's attorney that the plaintiff experienced an injury and was dissatisfied. No additional information was provided at this time. Related to MFR report #2183959-2012-03153.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).